Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current measurement and self test. However, pump received with a high sleep current measurement, problem isolated to the electrical board.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.